Manufacturer narrative:
Investigation summary: nine samples were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Upon visual inspection a white foreign substance can be seen on the male luer connection at the distal end of the secondary set. A device history record review for model 40000-07t lot number 20095693 was performed. The search showed that a total of 7,203 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This issue has been identified previously and an investigation has been conducted to determine the root cause of the issue. The root cause for the issue seen in this complaint is an excessive amount of epoxy used during the assembly of the male luer connection to the secondary set tubing. Actions have been taken to correct the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 sec 20dp, texium & hanger v/nv experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material #: 40000-07t. Batch/lot #: 20095693. White residue at male luer.